Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during a basal delivery. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a response was not received. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.